Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified concentration of cytoxan 250ml, at an unspecified rate, via a pump. It was reported that the tubing set was primed in the pharmacy department and delivered to an unspecified unit. It was reported that as the nurse inserted the tubing set into the pump, a leak of solution was noted. It was reported that "12-15 drops" of solution leaked. During visual examination of the tubing set, it was reported that the tubing separated from the arm of the proximal clave y-site. The leak of solution was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was initiated. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.